Event description:
It was reported that the patient's pain returned. Imaging confirmed that the superion indirect decompression spacer had migrated. The patient underwent a revision procedure to remove and replace the superion indirect decompression spacer. Post operatively, the patient had fully recovered.